Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect was unable to be determined, the dark image was likely caused by lifetime of the lamp passing 500 hours. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation but a field service engineer went on site to repair it. It was found that the device was functioning correctly but the lamp had exceeded 500 hours of use, so it was substituted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii xenon light source had a dark image. The issue was found during preparation for a gastroscopic examination. There was a 15 minute delay and the procedure was completed with a different device. There were no clinically relevant problems or medications needed due to the delay. There were no reports of patient harm.